Event description:
A customer reported intermittent occlusion alarms. Despite these alarms, there was no adverse impact on the customer¿s blood glucose levels, as they did not exceed 500 mg/dl. The customer changed pump supplies to resolve the issue.